Event description:
The display went blank and the pump went to occlusion when the ambulance hit a bump during transport. No reported injury to the patient.

Manufacturer narrative:
The evaluation is currently underway. The initial physical examination of the pump showed a 3 inch crack along the top of the display and a crushed area on the bottom right of the display. A review of the device history record indicated that this pump has not been serviced by the manufacturer since its purchase in february 2007. A follow-up report will be initiated when the evaluation is complete.